Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the main blower. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for an evaluation. The reported complaint could not be reproduced; however, review of the device logs confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: case (B)(4).